Event description:
There was an allegation of questionable bilirubin total gen.3 and bil-d gen.2 results from the cobas c 303 analytical unit. This medwatch will cover bil-d gen.2. Please refer to the medwatch with a1 patient identifier (B)(6) for the bilirubin total gen.3. Patient 1's bilirubin direct result on the c303 was 8.63 umol/l, and the result from the vitros analyzer was 0 umol/l. Patient 2's bilirubin direct result on the c303 was 18.5 umol/l, and the result from the vitros analyzer was 0 umol/l. An additional result of 22.0 umol/l was provided; it was unclear which patient this result is regarding. Clarification was requested but not provided.

Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation determined that there was no product issue found.